Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. On (B)(6) 2017: during follow-up, it was confirmed that the customer would continue to use the pump for diabetes management while the replacement pump arrived. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's past blood glucose (bg) level was 300mg/dl and a manual injection was administered to address the bg level; the current bg was 160mg/dl. After the past alarms, the customer would resume insulin delivery or change the pump supplies and then resume insulin delivery. During troubleshooting with tandem technical support, the customer loaded a new cartridge and the pump performed as intended, the customer declined further troubleshooting with tandem technical support to determine a possible cause of the occlusion with the current supplies. Customer alleged that there was an underlying issue for the occlusions.